Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that, approximately 4 years prior, this pacemaker system exhibited oversensing, noisy signals, low pacing impedance within normal limits, and low amplitude/poor morphology. There was no reported pacing inhibition nor asystole. At the time this event was assessed as not meeting regulatory thresholds for reportability. Subsequently, this device was successfully explanted without allegation and returned for analysis. No adverse patient effects were reported.